Event description:
Customer reported that the insulin pump was not recording the history correctly. Customer stated that she bloused after breakfast however did not see the blood glucose readings recorded in the bolus history. Customer was unsure if the insulin pump was releasing insulin and stated that the correction bolus was incorrect. Customer reported having high blood glucose readings of 443 mg/dl and excessive thirst. It was noted that the customer was on her second round of antibiotics for an illness for the past couple days. Customer has treated the blood glucose readings with the insulin pump. The drive support cap was noted to be normal. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.